Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as not lot number was provided. Additional patient/device information: the patient's address, phone number and email address were provided.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as not lot number was provided. Update patient/device information: the patient's address, phone number and email address were provided. It was later reported that the patient's shunt setting becomes altered every time the patient goes through airport security, causing photophobia and vomiting. According to the report, the current setting is 0.5 and the latest icp opening is 28. The patient¿s age and weight were provided. It was later reported that the shunt was found to be kinked during an exploratory procedure. The report stated that in february 2016 the patient experienced left limb weakness. It was also reported that the shunt was adjusted more than 8 times and remains implanted.

Manufacturer narrative:
Information reported indicated the patient experienced ¿countless transient ischemic attack (tia) episodes¿ 2-3 months after the revision and into 2017. Prior to the implant of the device, the patient experienced both a cerebrovascular accident (cva) on the left side in 2010 and tia on the left side in (B)(6) 2014. Following the cva, the patient developed diplopia and severe photophobia, followed with vomiting in 2011. Since then, the symptoms remained and worsened at times. It was stated the patient was officially diagnosed with idiopathic intracranial hypertension by (B)(6) 2013. After implant and up until (B)(6) 2015, the patient¿s life was reportedly ¿back to normal¿ and all the symptoms were resolved. In (B)(6) 2015, ¿perhaps due to hectic traveling or going to the gym,¿ the patient experienced a tia incident. The patient¿s symptoms included left limb weakness, severe photophobia, and severe diplopia. It was noted these symptoms were resolved with the aforementioned lp procedures. The previously noted revision occurred in (B)(6) 2015. According to the report, there were three instances in the span of three months where the device setting was misaligned +/- 0.5 from the original setting of 0.5. It was also noted the patient experienced leg edema episodes on four separate incidents. It was stated that by night fall on the same day of the incident, the patient experienced a tia. Both the edema and tia (usually significant speech slurring and moderate left limb weaknesses) were fully recovered after they woke up the following day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as not lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had their shunt implanted in late (B)(6) 2014. According to the report, in (B)(6) 2015 the patient's lp opening pressure was 24 h2o with mild tia symptoms and in the 1st week of june 2015 their lp opening pressure was 36 h2o with significant tia symptoms. The report stated that both the tia episodes were resolved shortly after lp was done and closed at 10 h2o. According to the report, the patient is scheduled for an exploratory operation and kiv shunt revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a brain MRI/mra done in 2018 which was generally normal. It was stated that another MRI/mra was done on (B)(6) 2020, and the medical team's finding was no acute or new symptoms identified, thus the recent radiology report doesn't reflect on their concern of a shunt blockage or malfunction. It was noted that due to numerous underlying medical conditions, the patient's cardiologist and neurosurgeon started the patient on plavix and aspirin in 2014 until today.